Manufacturer narrative:
H10: additional manufacturer narrative: updated h6 per new information received.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
H10: additional manufacturer narrative. Updated b5, f10, and h3 per new information received. H3: product evaluation: customer report of stenosis was confirmed through observed calcification and host tissue overgrowth. X-ray demonstrated wireform intact, heavy calcification on leaflets 2 and 3, and moderate calcification on leaflet 1. Heavy host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately ­­7mm on leaflet 3 at the inflow aspect. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately ­­10mm on leaflet 3 at the outflow aspect. Host tissue on the stent circumference was moderate at both the inflow and outflow aspect. The free margin of leaflet 3 was rolled toward the outflow aspect due to host tissue overgrowth and created a gap in the central coaptation region. Host tissue fused leaflets 1 and 3 by approximately 5mm at commissure 1 on the outflow aspect. Calcification and host tissue overgrowth restricted leaflet mobility and led to stenosis. Hematomas were observed on leaflet 3 on the outflow aspect. Calcification is a well-recognized failure mode of bioprosthetic valves. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Although patient factors are believed to play a crucial role in the development in bioprosthetic tissue calcification, the underline mechanism is still not fully understood.

Event description:
Edwards received information that a 25mm aortic pericardial valve, implanted approximately ten (10) years and ten (10) months, was explanted due to calcification, pannus, and stenosis. The device was replaced with a 27mm valve with no adverse events. The patient status was reported as ¿under treatment¿. As reported, CABG was performed at explant. The doctor commented that the valve failed prematurely. Per product evaluation, heavy calcification was the primary code.

Manufacturer narrative:
Additional manufacturer narrative stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. Stenosis is most commonly related to patient factors, and is not usually an indication of a device malfunction. The device was returned and product evaluation is in progress. The root cause of this event cannot be conclusively determined. However, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. If new information becomes available, a supplemental report will be submitted. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 25mm aortic pericardial valve, implanted approximately ten (10) years and ten (10) months, was explanted due to aortic stenosis. The device was replaced with a 27mm valve with no adverse events. The patient status was reported as ¿under treatment¿. As reported, CABG was performed at explant. The doctor commented that the valve failed prematurely.